Manufacturer narrative:
On (B)(6) 2018 haemonetics received a reported complaint for smoke coming from a pneumatic pcb component on a nexsys pcs device. The customer reported that this incident had occurred during the post. Failure of the post protocol will prevent the device from being able to initiate any plasmapheresis procedure, eliminating risk of injury to the donor. Haemonetics has sent a replacement component to be installed by the customer's on-site technician. The on-site technician will replace the faulty component and perform any necessary calibrations before ensuring that the device meets all manufacturer specifications prior to being returned to service. The defective component has not yet been returned to haemonetics for further evaluation at this time. A follow up report will be submitted once additional information is available. There were no injuries reported and there is no significant risk of injury from this failure mode, however haemonetics has previously submitted reports for thermal decomposition of a component within a device, as such a medwatch is required.

Event description:
On (B)(6) 2018 haemonetics received a report of smoke observed coming from one of the components within the nexsys pcs machine. This was observed during the power on self test (post) protocol, which the device completes upon start up to test for any device failures. A failed pneumatic pcb will prevent the device from passing the post. If the device fails to pass the post then it will not be possible to initiate any procedure until the device has been repaired and the post is successfully passed. There was no report of injury to the device operator as a result of the burning smell. The failure of the manifold pcb prevents the device from being able to complete the initialization of any procedure, preventing any injury to the donor as a result of hardware failure.